Manufacturer narrative:
This event occurred in (B)(6). The observed differences in ft4 values generated with the roche assay and the abbott architect assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. Based on the available data, the investigation did not identify a product problem. The cause of the event could not be determined. (B)(6).

Event description:
The initial reporter received questionable elecsys ft4 iii assay results for one patient tested on a cobas 6000 e 601 module. The customer reported out the initial result to a physician who asked for re-measurement of the sample. The sample from the patient was submitted for investigation and was tested on an abbott architect and a cobas 8000 e 602 module. The customer's e 601 serial number was requested but not provided.